Manufacturer narrative:
This report has been identified as b. Braun medical internal report number 400435049. No sample was received for further evaluation. The house retain was pressure tested per specifications and passed. The reported defect was not confirmed. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
(B)(4). Although the device involved was confirmed not to be available for evaluation, the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: when customer tried to inflate the product it would not pressurize. No injury reported.